Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6). Implanted: (B)(6) 2006. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 09-dec-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 20mg/ml at 5mg via an implantable pump. It was reported that the catheter had a disruption/kink in tip segment, cut and removed tip segment and left remaining catheter in subcutaneous tissue. No environmental/external/patient factors may have led or contributed to the issue. Therapy stopped being effective, imaging completed to confirm catheter disruption. The catheter was removed and replaced with new catheter 8780. Pump also replaced with new 20ml pump filled with 10ml preservative free saline. The issue resolved at the time of this report.